Event description:
It was reported that the patient was admitted for syncope but ther cause was not found and not suspected to be device related. Recently there was an atrial lead warning found during interrogation. Data for the atrial lead warning was not found and possibly cleared by clinic. It was noted that unipolar impedance was low. The lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.